Manufacturer narrative:
D10 therapy date: this event occurred on an unspecified date about a month prior to (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink luer activated valve was leaking from the middle of the tubing. The leak was further described as a slow drip from the middle of the tubing when under pressure from the unspecified infusion pump. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.